Event description:
It was reported that during generator change procedure due to normal eri, externalized conductors were observed on the right ventricular lead. Patient was asymptomatic. The electrical function was observed and tested and no anomalies were detected. The lead was left implanted and connected to the new ICD. Patient was in stable condition and will continue to be monitored.